Manufacturer narrative:
Updated b5. Describe event or problem.

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the left anterior descending artery (lad). A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured at 4atm. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. It was further reported that the 50% stenosed target lesion was located in the mildly tortuous and calcified artery. The balloon ruptured upon first inflation for 1 second. The device was removed through the catheter.

Manufacturer narrative:
The device was returned for analysis and evaluated by manufacturer. No issues were identified with the hypotube shaft profile and shaft polymer extrusion. Microscopic examination of the balloon identified a pinhole above the proximal markerband when inflated to rated burst pressure. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. A pinhole was located above the proximal markerband when inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the left anterior descending artery (lad). A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured at 4atm. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. It was further reported that the 50% stenosed target lesion was located in the mildly tortuous and calcified artery. The balloon ruptured upon first inflation for 1 second. The device was removed through the catheter. The device was returned for analysis and evaluated by manufacturer. No issues were identified with the hypotube shaft profile and shaft polymer extrusion. Microscopic examination of the balloon identified a pinhole above the proximal markerband when inflated to rated burst pressure. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. A pinhole was located above the proximal markerband when inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the left anterior descending artery (lad). A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured at 4atm. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.